Event description:
The catheter was inserted in july 30th, without difficulty. The nurse later noticed, the catheter was broken into two pieces. The catheter was removed immediately without any harm to the pt.

Manufacturer narrative:
Upon completion of the investigation, a supplemental report will be submitted. (B)(4).